Event description:
Same case as manufacturer's report # 6000089-2006-00204 reported february 10, 2006. During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a perforation occurred. The lesion being treated was a restenosis of a cypher stent in the mid left anterior descending (lad) artery. The physician placed a wire down to the lesion and was attempting to deploy a taxus express2 2.5x20 mm drug eluting stent. The balloon was inflated to 13 atms for 34 seconds. The physician encountered difficulty withdrawing the balloon and the 6f machl guide catheter deep-seated causing the vessel to perforate. The stent delivery system was removed and the physician dilated with a 2.5x9 mm balloon which stopped the blood flow. The patient was sent to the holding area where she had complaints of chest pain and a drop in blood pressure. The patient was brought back to the ccl. They imaged the lad and noticed blood in the pericardium. A pericardiocentesis was performed and the patient was transferred to the ICU. No further patient complications were reported. Patient status is stable.